Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, h1, h3, h6 and h10- final lm device evaluation results. A correction was made to d8, d10, e3, g2, h6 in addition. Device was not returned for evaluation and could not be evaluated. Based on the investigation results in the past, a likely mechanism causing the reported events might be one of the following: mechanism 1 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. (See fig. 1) 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. <mechanism 2 > 1) the sheath was bent near the handle. 2) the operating wire were difficult to move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed or broke because the slider was forcefully operated. (See fig.4) 4) due to above, the loop could not detach from the hook. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The subject device was manufactured on june 2023 based on the provided 3 digit lot information. This issue is addressed in the instructions for use (IFU): the instruction manual (revision number: 16) contains the following warnings. ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not step, pinch, or bump the coil sheath when using. This may lead to crushing, deformation, or buckling of the coil sheath, and the hook may get caught inside the coil sheath after tying, preventing the loop from coming off. Before use, be sure to check that the entire coil sheath is not crushed, bent or deformed, and do not use this product with an abnormality in the coil sheath. In the unlikely event that the loop becomes stuck during use, refer to "emergency preparedness" and "12 emergency actions" on page 3. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is pulled into the tube sheath. There is a risk that the loop will become entangled in the hook and will not be able to detach from this product. In the unlikely event that the loop becomes stuck during use, refer to "emergency preparedness" and "12 emergency actions" on page 3. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not secure the loop with the tube sheath tip while the loop is hung over the tissue. If you remove the loop from the hook in this state, the loop may come off in the tube sheath and become entangled in the hook, preventing it from detaching from this product. In the unlikely event that the loop becomes stuck during use, refer to "emergency preparedness" and "12 emergency actions" on page 3. ·never use excessive force to operate the instrument. This could damage the instrument. Do not operate each part with excessive force. Doing so may result in damage to the product. ·straighten out the portion of the instrument that extends from the biopsy valve. Straighten the insertion of this product coming out of the forceps stopper. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received identified the doctor decided to use a gastroscope next to the colonoscope parallel and cut the ligation loop that was stuck in in the canal of the scope.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use ligating device was hard to loosen or tighten the wire, and the loop did not release from the hook. It is unknown when the issue was found. The customer discarded the subject device, therefore, no device will be returning for investigation. There were no reports of patient injury or harm.